Event description:
It was reported that a surgical assistant sustained an injury by colliding with a boom. Per their statements they believe it was a stryker boom and the boom shelf handle should have a had a plastic handle cover. They stated that they required stitches due to the injury.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. There has been no confirmation that this is a stryker device.

Manufacturer narrative:
After further attempts we did not receive enough information for this report. It is unconfirmed if this is syk product. No further communication from user nor account. Product has not been returned. If further information is obtained a supplemental will be filed.

Event description:
It was reported that a surgical assistant sustained an injury by colliding with a boom. Per their statements they believe it was a stryker boom and the boom shelf handle should have a had a plastic handle cover. They stated that they required stitches due to the injury.